Event description:
It was reported that pt's device diagnostics test resulted in high lead impedance. It is unk whether high lead impedance was rec'd as a result of a sys or normal mode diagnostics test. Further f/u revealed that the pt underwent surgery, and both lead and generator were replaced. Attempts for further info are in progress. Prod return is pending only for the generator explant. Lead explant disposition is not know at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.